Manufacturer narrative:
A full analysis of the data logs has been performed. The analysis concluded that the CT exam loaded during the event caused the patient folder disappearance from the menu list due to the missing field (0008,0021) series date. This issue was already addressed through the continuous improvement process of our products.

Event description:
After a case, the patient folder disappeared on the rosanna software. The company representative attempted to recover the patient folder on the maintenance side of the robot by exporting the folder to a usb but it was unsuccessful. The patient folder is on the maintenance side under the 'patient folders' but at this point can't be viewed on the rosanna software.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
After a case, the patient folder disappeared on the rosanna software. The company representative attempted to recover the patient folder on the maintenance side of the robot by exporting the folder to a usb but it was unsuccessful. The patient folder is on the maintenance side under the 'patient folders' but at this point can't be viewed on the rosanna software.